Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ratio pump and cleaned the flow cell to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high patient results for ise (ion-selective electrode) were generated on the unicel dxc 600 pro synchron analyzer. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample.